Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Approximately 5 months prior to (B)(6) 2018. This report is for one (1) unknown screw. PMA/510(k) number is not available. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon indicated that maxframe was placed on a patient approximately 5 months ago. Patient recently returned to the office to report that one of the rings on the frame had broken. The surgeon has reinforced the frame and will continue to monitor the patient until bone consolidation is reached. Surgery and patient outcome were not reported. Upon receipt of the devices at the manufacturer, it was identified that an unknown screw and maxframe (tm) quick adjust strut/medium were broken. This report is for one (1) unknown screw. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: product investigation was completed. Visual inspection of the returned unknown schanz screw performed identified that the screw has broken or was cut. The screw is protruding from a cannulated schanz screw bolt component and the break/cut is oblique. No part or lot numbers are on the part. Therefore, this complaint is confirmed for the condition of breakage. A review of the device history records was unable to be performed since the lot number was unknown. A relevant drawing review could not be performed because the unknown schanz screw could not be definitively determined based solely on outside diameter. The schanz screws in this system are available in spade point, blunted trocar and self-drilling varieties and at various lengths. The outside diameter of the returned broken/cut unknown schanz screw near breakage/cut measured ø4.99mm at cq (calipers ca592). There are several 5.0mm schanz screws available in the maxframe system. The lot number is unknown and therefore material verification from device history records review could not be performed. A material check was not performed because it appears that the screw was cut rather than broke and because the exact part number could not be determined. A definitive root cause for the unknown schanz screw breaking or being cut could not be determined based on the provided information. It is also unknown whether it broke or was cut post operative or subsequently. The most likely cause is a sudden blunt force impact or rough handling during construct removal. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: wire/bolt offset: (part: 03.311.051, lot: 7883948, quantity 1) , wire/bolt offset: (part: 03.311.051, lot: h109213, quantity 3) , schanz screw bolt cannulated ring mounth (part: 03.311.058, lot# u249728, quantity 1) , nut (part: 03.311.061, lot: h293054, quantity 1) , nut (part: 03.311.061, lot: h293055, quantity 1) , nut (part: 03.311.061, lot: h301176, quantity 2) , nut (part: 03.311.061, lot: h304486, quantity 6) , nut (part: 03.311.061, lot: h404676, quantity 9) , nut (part: 03.311.061, lot: h404680, quantity 10) , ti half ring/180mm diameter (part: 03.311.318, lot: h225548, quantity 1) , maxframe full ring 180mm aluminum (part: 03.312.180, lot: h277169, quantity 2) , maxframe quick adjust strut/medium (part: 03.312.812, lot: h340423, quantity 5) , maxframe shoulder bolt for 8mm rings (part: 03.312.830, lot: h308500, quantity 5) , maxframe shoulder bolt for 8mm rings (part: 03.312.830, lot: h308503, quantity 2) , maxframe shoulder bolt for 8mm rings (part: 03.312.830, lot: h358783, quantity 3) , screws (part: unknown, lot: unknown, quantity 9) , nuts (part: unknown, lot: unknown, quantity 12).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.